Manufacturer narrative:
(B)(4). The device was not received by the MFR at the time of this report.

Event description:
It was reported that the applier broke during a coelioscopy intervention. The screw part was in the intraperitoneal area. No pt injury reported.